Event description:
It was reported that a patient presented in clinic for a follow up. Upon interrogation the pulse generator displayed an error message informing the user the diagnostics were cleared due to invalid data. The message was cleared. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.